Manufacturer narrative:
Note: actual device evaluated. Reference reporting site internal file number mx970360.

Event description:
The balloon that is part of the prv did not hold air while attempting to inflate the cuff, which did not allow the cuff to inflate. There was no pt injury. Note: from the report it is not possible to discern if the difficulty was encountered at pre-test.